Event description:
On 06/08/2022 it was reported by a sales representative via sems that during a reverse total shoulder arthroplasty the driver head of the ar-9625 3.0 hex driver stripped off into the head of one of the 5.5 locking screws and the ar-9202-t15h long driver stripped the screw that connects the suture cup to the stem. Requested additional information.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.